Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The most probable cause of the complaint is attributed to component failure, likely due to expected or random stress-related degradation, with no evidence of a design or manufacturing defect.. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, there was a residue stain on the objective lens of the uretero-reno videoscope.there was no patient involvement.